Event description:
An symptomatic patient presented to the clinic complaining of hv therapy. Since 2008, several episodes with inappropriate therapy were delivered. Noise was observed on the lead. The lead remains implanted until the lead is revised.

Manufacturer narrative:
No medwatch form was received.